Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the returned to manufacturer date.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Furthermore, a vegetation on the aortic valve was observed. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Furthermore, a vegetation on the aortic valve was observed. There were no additional adverse patient effects reported. The ra lead was explanted.